Manufacturer narrative:
The reason for this revision surgery was reported as an infection. The date of the original surgery is unknown; therefore, the in-vivo time cannot be determined. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history record (DHR) was not conducted since the item and or lot number(s) was not provided or determined during the complaint evaluation. No additional information was obtained to assist in the event identification. Given the limited information, a search for an invoice (of the previous surgery) could not be conducted. Without this information, this investigation is limited in scope. If additional information can be provided at a later time and produces a search with positive results, this investigation will be updated. The root cause of this complaint was a revision surgery due to an infection. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. With the limited information provided about the patient and the devices removed during the revision surgery, it is impossible to determine the source of the infection. Containment based on the information submitted with this complaint it is not possible as the agent was unable to supply the part and or lot number(s). The only part number and or lot number(s) provided is that of the device implanted during the revision surgery.

Event description:
Revision surgery - due to an infection.